Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead had a rising impedance and capture threshold over time. The lead was capped and replaced. There were no complications and the patient was in stable condition.